Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130213, 25130105 and 25129616 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The cannula was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of the retention rib. There were no missing components observed on the c-ring. The plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. The harvesting tool was not returned for evaluation. Based on the condition of the device as returned, we were able to confirm the reported complaint for "break-cannula-c-ring cut', but unable to confirm the other reported failure "failure to cut." Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.